Manufacturer narrative:
A ge rep evaluated the system and cleaned and degreased the high voltage cable connectors and performed a filament calibration. System operates as intended. (B)(4).

Event description:
The customer reported the kvp drops during cases and the system displays a generator error. No pt injury was reported.